Event description:
After 20 months of implantation, a decrease of the battery voltage was observed; the battery voltage was at 5.06 v, i.e. Above the voltage at eri (elective replacement indicator); however, the device was explanted and returned for analysis.